Event description:
It was reported that pico pump did not work during the 7 days, it stopped after 3 days of use. Treatment started on (B)(6) 2020 and the equipment stopped on (B)(6) 2020. The nurses reported that they changed the batteries and the machine turned on the lights but stopped again after a few minutes. Treatment continued with no problem with a backup device when patient went to the hospital.

Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no part number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products under lot 1945. There have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that the device stopped after three days and would not work after the batteries were changed. As the device was not returned, a thorough product evaluation could not be carried out. It is possible that an air leak within the device caused the device to stop. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Potential causes for the issue experienced are: 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised we have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.